Manufacturer narrative:
A batch record review for kit lot h250 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h250 shows no trends. The complaint kit with smart card was returned for investigation. A review of the smart card data verified that the treatment was successfully completed and blood was returned to the patient. The received kit was intact and configured for double needle mode. Examination of the needle-free port on the collect line showed that the blue insert in the middle of the port was oval rather than circular. The top of the needle-free port was cracked and dried blood was found on the port. The collect line and anticoagulant line were pressure tested to check for leaks at the needle-free port and no leaks were observed. In addition, a needle-free syringe was installed on the needle-free port and no fitment issues were observed. A material trace of the components used to build lot h250 did not find any non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. An inspection was performed on 33 master retains for finished kits with the same needle-free port lot number, and no issues with the needle-free ports were found. The cellex kit manufacturing process has been updated to include a visual inspection of all needle-free ports to ensure they are circular in shape and exhibit no visible damage. The reported tubing leak was most likely due to the damaged needle-free port. However, the source of needle-free port damage could not be identified through this investigation. No further action is required at this time. This investigation is now complete. Mc: (B)(4). (B)(6), 14-may-2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. The kit lot number was not provided; therefore, no batch record review could be performed. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed blood leaking from the needle-free injection port. The customer was contacted to provide further information and no additional information was provided. The customer did not return product for investigation.